Manufacturer narrative:
(B)(4). Exact date of death is unknown. Other relevant device (s) are: enlw1616c124e v00953715.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 6.7 cm fusiform aneurysm. Proximal aorta was 22 mm in diameter and 21 mm in length. Distal aorta was 41 mm in diameter. Right iliac artery was 11 mm in diameter and the left iliac artery was 14 mm in diameter. The right femoral artery was 9 mm in diameter and left femoral artery was 10 mm in diameter. The right iliac artery was mildly tortuous with 20% stenosis and the left iliac artery was mildly tortuous with 30% stenosis. The circumferential aorta had 20% mural thrombus/calcification. It was reported that the patient expired on an unknown date. The cause of the death is unknown.

Event description:
Additional information was received for this case. The investigator indicated that the patient experienced end stage bladder cancer that led to the patient's death. The investigator indicated that the cancer that led to the patient death was not related to the device or the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.